Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: envpro-16-us; brand name: enveo pro delivery system; product family: transcatheter valves; lot #: 0009751540; not implantable h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this 26mm transcatheter bioprosthetic valve, the fluoroscopic inspection of the load noted minor crown overlap. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 20mm balloon (zmed with a minimum diameter 20.5mm). Over a guidewire (confida) the valve was delivered over the arch and into the annulus with a 16 french delivery catheter system (dcs). The valve was deployed to 80%. The valve was identified as constrained with an infold on the non-coronary cusp (ncc) side. The valve was recaptured and the valve was positioned deeper in the annulus to allow for further frame expansion. The valve was partially deployed and the infold remained. The system was removed and replaced. The second 26mm transcatheter bioprosthetic valve, was loaded on the second dcs and the fluoroscopic inspection of the load again noted minor crown overlap. The system was advanced and the valve was deployed to 80%. The valve was identified was constrained, with no visual infolds. The valve was recaptured and redeployed to 80% at 4mm on the ncc and 6mm on the left coronary cusp (lcc). The valve was again constrained. The valve was left deployed at 80% for a minute and then deployed with increased expansion noted upon release. The echocardiogram showed mild-moderate paravalvular leak (pvl). A post-implant bav was performed with a 22mm balloon (zmed). The final result was mild pvl with an implant depth of 3mm on the ncc and 5mm on the lcc. It was noted that the native valve¿s leaflets were moderately calcified. No adverse patient effects were reported. Additional information was received to report approximately six years, two months following the valve implant procedure, severe central aortic regurgitation was observed and the tav was subsequently explanted.